Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that difficulty advancing the vascular sheath during catheter placement. After removal, frayed edges were observed. A new catheter set was deployed to complete the procedure. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed but the root cause could not be determined. One photograph of a microez microintroducer was returned for evaluation. Inspection of the photograph found that the distal tip of the sheath was plastically deformed; however the dilator and sheath tip were out of focus in the photo preventing any further features from being observed. Potential contributing factors include excessive insertion force, an inadequate skin nick, and/or a steep insertion angle; however, no features were observed which could aid in identifying a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.